Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the patient's therapy was restored following the replacement.

Manufacturer narrative:
D10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative. It was reported that the patient had both the leads and the implant replaced. The leads were thrown away by the surgical team.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appointment to plan for replacement of the implantable pulse generator (ipg), the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device was found to have out of range electrode impedances greater than 4000 on all contacts, zero through seven electrode. The patient experienced a return of pain. Impedance testing of the electrodes was conducted. A device revision was planned, including replacement of the affected lead and the battery due to normal battery lifespan. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.